Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the error code b30 was caused by use of an additional scope (pcf-h190dl). However, a definitive root cause could not be established at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported a error with 3 different 190 series scopes. Tac instructed the customer to clean the scope contacts with alcohol, power off/on cv system. The customer reported it was the scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, a b30 (scope communication error) occurred with 3 different 190 series scopes when used with evis exera iii xenon light source. There were no reports of patient harm associated with this event.